Event description:
Straight saw attachment has become greasy black after sterilization process and washing process, as if a seal has been broken. Oil and wash water leaked from the inside.

Manufacturer narrative:
Reported event. An event regarding foreign matter involving a mako saw attachment was reported. The event was confirmed. Method & results. -product evaluation and results: visual inspection has confirmed the reported event: the device arrived sealed in a bag with a decontamination log. Upon inspection, oil is present at the inlet gears of the device. Inspector also noticed that the inlet gears on the device were unable to turn, and that the inlet ring at the base of the saw attachment is no longer flush to the device. -clinician review: no medical records were received for review with a clinical consultant. -product history review: a product history review is not required, as no manufacturing specific issue has been alleged. At stryker joint replacement all devices/product are manufactured through validated equipment and inspected by trained representatives through stryker¿s quality management system. -complaint history review: a complaint history review and trend detection is not required as this is a pm. Monitoring will be continued under the current quarterly trend review. Conclusions: no patient was involved and no actual or potential patient harm existed for the alleged event. The alleged failure mode was not confirmed because the product was not available for inspection. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Manufacturer narrative:
Reported event. An event regarding foreign matter involving a mako saw attachment was reported. The event was confirmed. Method & results. -product evaluation and results: visual inspection has confirmed the reported event: the device arrived sealed in a bag with a decontamination log. Upon inspection, oil is present at the inlet gears of the device. Inspector also noticed that the inlet gears on the device were unable to turn, and that the inlet ring at the base of the saw attachment is no longer flush to the device. -clinician review: no medical records were received for review with a clinical consultant. -product history review: a product history review is not required, as no manufacturing specific issue has been alleged. At stryker joint replacement all devices/product are manufactured through validated equipment and inspected by trained representatives through stryker¿s quality management system. -complaint history review: a complaint history review and trend detection is not required as this is a pm. Monitoring will be continued under the current quarterly trend review. Conclusions: no patient was involved and no actual or potential patient harm existed for the alleged event. The alleged failure mode was not confirmed because the product was not available for inspection. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Event description:
Straight saw attachment has become greasy black after sterilization process and washing process, as if a seal has been broken. Oil and wash water leaked from the inside.

Event description:
Straight saw attachment has become greasy black after sterilization process and washing process, as if a seal has been broken. Oil and wash water leaked from the inside.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.